Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for thirteen (13) patients across 3 days on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2015 for 4 patients. The initial results were above the customer's normal reference range. The elevated access accutni+3 results were released from the laboratory. The initial results were questioned by the physician. The customer reanalyzed the same patient's samples on the laboratory's unicel dxi 800 access immunoassay system (serial number unknown). Two results recovered lower, but still above the customer's normal reference range, and two results recovered within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibration and quality control (qc) were within specification at the time of the event. A beckman coulter (bec) customer technical specialist (cts) suggested that the customer run a system check to verify instrument performance. The system check failed and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The patient's samples were collected in rapid clotting serum tubes (rsst) and centrifuged at 3000 rpm (revolutions per minute) for six minutes. MDR 2122870-2015-00205 addresses the results obtained on (B)(6) 2015; 2122870-2015-00206 addresses the results obtained on (B)(6) 2015.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, gender and weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and performed an aspiration flow test which did not meet specifications for aspirate probe 2. The fse noted flattened peri-pump tubing. The engineer identified faulty peristaltic pump tubing as the cause of the incomplete aspiration. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 results. The engineer replaced the tubing and performed successful hardware verification. In conclusion, replacement of the aspirate tubing corrected the incomplete aspiration issue which was identified as the cause of this event. Beckman coulter (bec) internal patient identifier for this report is (B)(4) all mdrs associated with this report are: 2122870-2015-00205, 2122870-2015-00206.